Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by pain. The cause of peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis event. The patient was treated with unknown antibiotics (doses, routes, duration and frequencies not reported) for peritonitis. At the time of this report, the pain was recovered, the patient remained hospitalized and was recovering from the peritonitis event. Pd therapy was ongoing. No additional information was available.